Event description:
On (B)(6) 2025 the user reported receiving alert 38 (motor stall) on the ilet device. The highest bg recorded was 323 mg/dl. The agent instructed the user to disconnect from the device and perform a dry run, which was completed successfully. The user elected to perform a full supply change independently, replacing the infusion set, connector, and cartridge (lot #6011468, #33889, #33940). The user's caregiver later confirmed that approximately 3¿3.5 hours after the supply change, bg levels had normalized and no further alerts occurred. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.